Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 6fr angio-seal vip device suture was pulled out from the collagen and polymer when the doctor gently pulled back on the device. Then the doctor proceeded with manual compression and the case was completed successfully. There was no complication to the patient and the patient was reported to be in stable condition. Additional information was received on 07jul20. The procedure performed prior to the use of the closure device was an angiogram. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. Additional information was received on 08jul20. Only the collagen was removed during the pull back. The steps were completed as follows: "click the angio-seal in the forward lock position (first "click") and placed in the rear lock position (second "click") prior to pulling back on the device."